Event description:
Patient was revised due to infection.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other infection related incidents against the provided product and lot codes since their release for distribution. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.